Event description:
Following deployment of the merci retriever 6x (during the first pass), the physician pulled on the retriever and the tip fractured and separated. In an attempt to retrieve the tip, the physician used a merci retriever x5, a guidant neuronet, and a third (unknown) device. The physician successfully retrieved the tip using a fourth device, a microvena snare. Based on the available information, there are no reported device- related significant adverse events assocated with the tip fracture.